Event description:
It was reported the patient was experiencing a return of symptoms (impulse control problems) when their implantable neurostimulator (ins) was at lower than 50% charge. Patient noticed effects after recent "change out" of ins. It was reported the patient was using ins in constant voltage mode and settings are as follows; r1: 1-, 2+ 8.0v, 90us, 90hz; r2: 0-1+ 8.0v, 90us, 90hz. A short was reported, impedances were taken; monopolar values range between 400 and 600, bipolar values range between 500 to 800, 0 and 2 impedance was 33 ohms. Therapy impedances were around 560 for both programs. Patient will interrogate ins when at lower than 50% to see if oor/warning displays. It was reported the patient accidentally turned off ins and experienced return of symptoms. It was reported the patient was receiving effective therapy as long as his battery is more than 50% charged.

Event description:
Additional information received reported that the patient had his battery replaced on (B)(6) 2014 and was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3391s-40, lot# v395403, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3391s-40, lot# v259776, implanted: (B)(6) 2011, product type: lead. (B)(4).